Manufacturer narrative:
The pt was prescribed keflex and the infection has resolved. The device history records for radiesse lot 1015197 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted. The only complaints related to this lot have been from two drs' joint practice in 2009.

Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler; three days post injection, she developed a cellulitis in the injected areas.